Event description:
It was reported that the coil protruded from the catheter tip when removed. The target lesion was located in the inferior mesenteric artery. A 3mm x 6cm interlock coil was selected for use. During the procedure, the main coil and the arm of the delivery wire were prematurely detached in the middle part of the catheter. Only the coil was pulled out. However, it was noted that the coil was protruded from the catheter tip. No patient complications were reported.